Event description:
End user reports the notch on the catheter funnel is not aligned to the coude tip. There was no harm reported. No additional information was provided.

Manufacturer narrative:
Device 21 of 30. E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.